Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient received inappropriate high voltage therapy due to over-sensing noise on the right ventricular (rv) lead. The physician performed programming changes to mitigate the noise. The patient was stable throughout.